Event description:
The following has been reported: biomed reported: "we got a call this morning about a pump that had a frozen screen and kept alerting. Upon receiving, biomed took the pump back to shop while the pump was alerting the whole time. Upon arrival, the bracket was taken off and the pump shut off. Biomed then proceeded to put the bracket back on and run a full pump cycle, no problems occurred and the pump is working as intended. We also had to hold the power button down twice to get it to turn off." A preliminary review identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for som crash. Unit was able to power on and run mock infusions normally. An internal investigation found no signs of damage or defect. As a conservative measure to prevent this failure from occurring again, a new som will be installed.